Manufacturer narrative:
Investigation summary: the device was visually inspected, and it was found that the pebax did not look to be cracked; however it was red / brown in color. No internal parts seemed to be exposed. A second closer inspection was performed an a hole was found at the pebax and reddish material inside of it. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was foreign material inside the pebax with external damage. During the procedure, when removing the thermocool® smart touch® sf bi-directional navigation catheter from the patient¿s body to change from venous to arterial access, there was blood build-up on the spring sensor tip and a crack on the tip of the catheter. The catheter was replaced and the procedure continued. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The reported issue was assessed as a MDR reportable ¿foreign material inside the pebax with external damage¿ issue. The biosense webster, inc. Product analysis lab received the device for evaluation and noted that the device was returned in the condition reported. Initially on may 26, 2020, the pebax did not look to be cracked; however, it was red / brown in color. No internal parts seemed to be exposed. After further investigation on june 5, 2020, it was noted that there was a hole at the pebax and reddish material inside it. The integrity issue on the pebax remains assessed as a MDR reportable issue.